Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta component was damaged the following information was provided by the initial reporter: aging or deformation of the sealing ring: if the sealing ring of the three-way regulating valve is aged or deformed, it will directly affect its sealing performance, causing the valve to leak. Damage to the valve structure: if the quality of the valve is not satisfactory or it has been used for too long, its structure may be damaged, causing the valve to fail to work properly and cause leakage problems.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.